Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery was swollen and had a white residue inside the casing and on the back. Information on if the pdm was charging when the swelling occurred or if the patient used the charging cable supplied with the controller was not provided. No report of temperature changes or exposure to moisture with the pdm or battery were provided. The pdm was reported to no longer power on.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported battery event. Lot release records were reviewed, and the product lot met all acceptance criteria.